Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received multiple alerts from the sensor. The customer stated she received calibration error alerts, meter blood glucose now alerts and a weak sensor alert. The customer's blood glucose was 190 mg/dl. Troubleshooting was done. The customer stated that the sensor was bent. The customer also mentioned receiving a reading of blood glucose from the sensor that was 41 mg/dl. Nothing further reported.